Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula issues on (B)(6) 2026.the patient experienced high blood glucose levels. The insertion site was at upper buttocks. The patient received treatment with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.